Manufacturer narrative:
Added: d3, g1. Corrected: d1, d4 (serial). Hematoma/minor bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was further reported that the patient was escalated to extracorporeal membrane oxygenation (ECMO) in the middle of the night. The cp was removed and thrown away as that access site was used for the ECMO arterial cannula. By the afternoon the oozing had resolved when the arterial blood pressure had been lowered and the angle was adjusted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 65 year old male with an acute myocardial infarction complicated by cardiogenic shock (scai stage e) underwent placement of an impella cp. During support, the patient was noted to have a hematoma at the impella right femoral access site, as well as additional hematomas in the left groin and right internal jugular regions. The reported hematomas and minor bleeding/oozing at multiple access sites occurred while the patient was anticoagulated and hemodynamically unstable. The bleeding resolved with supportive care, and the patient survived to successful impella cp explant.